Manufacturer narrative:
Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
On 2016-01-20, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6)-year-old, female patient who was receiving hydromorphone and bupivacaine (doses and concentrations unknown) via an implantable pump for malignant pain and pancreatic cancer. On (B)(6) 2014, the patient reported weakness following personal therapy manager (ptm) activations. The event resulted in in-patient hospitalization. The clinical diagnosis was side effects with ptm activations. On (B)(6) 2014, the device was reprogrammed. On (B)(6) 2014, the event resolved without sequelae. The event was reported as possibly related to the device or therapy, not related to the implant procedure and possibly related to the drugs hydromorphone and bupivacaine. If additional information becomes available, a follow-up report will be submitted.